Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during an unnamed procedure on approximately (B)(6) 2024, and ¿we have had multiple instances where patients experience bradycardia during initial insufflation¿. Follow-up assessment found that "it happened to 3 patients in two days. They are not blaming airseal but want to have the units checked to be sure". The healthcare provider did not indicate bradycardia was an injury or that the event was caused by the as-ifs1 device. There was no report of diagnosed injury or of medical/surgical intervention or extended hospitalization for the patient. A good faith effort was made to obtain further information from the reporter for this third reported event; however, no additional information has been provided to date. This report is being raised on the basis of injury due to bradycardia, with no report of malfunction of the device used during the procedure in which this event occurred.

Manufacturer narrative:
Reported event of the airseal unit causing the patient to experience bradycardia during initial insufflation is inconclusive. This specific airseal will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that metabolic and cardiac reactions from insufflating co2 may result in metabolic acidosis. This can lead to cardiac irregularities expressed with the following symptoms: reduced respiration with restricted diaphram function. Hypercapnia/hypercarbia, reduction of venous reflux, reduced cardiac output, metabolic acidosis. Additional reactions associated with insufflation of the thoracic cavity include: bradycardia, increased central venous pressure, increased pulmonary artery pressure, increased end tidal co2, decreased spo2. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during an unnamed procedure on approximately on (B)(6) 2024, and ¿we have had multiple instances where patients experience bradycardia during initial insufflation¿. Follow-up assessment found that "it happened to 3 patients in two days. They are not blaming airseal but want to have the units checked to be sure". The healthcare provider did not indicate bradycardia was an injury or that the event was caused by the as-ifs1 device. There was no report of diagnosed injury or of medical/surgical intervention or extended hospitalization for the patient. A good faith effort was made to obtain further information from the reporter for this third reported event; however, no additional information has been provided to date. This report is being raised on the basis of injury due to bradycardia, with no report of malfunction of the device used during the procedure in which this event occurred.